Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force.

Event description:
During servicing into an electrode belt that was returned for investigation into a patient's death, a reportable device malfunction was found. The electrode belt failed incoming functionality testing. The device failure did not cause or contribute to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to passing.